Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd894022 and gd894006 and no exceptions were observed that were related to the reported condition. The sample was not returned for evaluation. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis and remained hospitalized. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.